Event description:
It was reported that there was a case in which the healthcare provider (hcp) replaced a lead due to high impedances and got nervous when he cannot interrogate the implantable neurostimulator (ins).

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead product ID neu_unknown_lead, serial# unknown, product type lead, (B)(4).

Manufacturer narrative:
(B)(4).